Event description:
On (B)(6) 2026, a patient diagnosed with pancreatic cancer underwent an implanted port placement procedure using the m.r.I powerport isp. During the procedure, while flushing the peelable sheath, the physician noted poor flow. Upon inspection, plastic debris was observed adhered to the inside of the dilator, which prevented effective flushing of the tubing and advancement of the guidewire. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.